Event description:
New information noted that the device was explanted due to eri/eol.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited battery depletion. The device was explanted and replaced. Further information was requested however, was not provided.